Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had reused single-use supplies, during fill 1 while the patient was connected. The hp stated they disconnected the heater bag and then reconnected it. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.